Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. The device has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received regarding the 102" (259 cm) appx 5.0 ml, transfer set w/microclave¿ clear, dual check valve, smallbore trifuse ext set w/2 microclave¿ clear, 0.2 micron filter, clamp, rotating luer that experienced leakage. It was reported that the product was leaking on two occasions. A sample photo was provided showing the affected product. There was unknown patient involvement.

Manufacturer narrative:
Investigation summary: received the following: one (1) used. List #mc330583, 102" (259 cm) appx 5.0 ml, transfer set w/microclave¿ clear, dual check valve, smallbore trifuse ext set w/2 microclave¿ clear, 0.2 micron filter, clamp, rotating luer; lot #14271059. Two (2) used. List #unknown, extension tubing with clave; lot #unknown. One (1) used. List #unknown, edwards transducer; lot #unknown. One (1) used. List #unknown, microclave; lot #unknown. One (1) used. List #unknown, stopcock; lot #unknown. One (1) used. List #unknown, microclave; lot #unknown. One (1) used. Extension tubing with microclave and filter; lot #unknown. One (1) used. List #unknown, bifuse device; lot #unknown. Two (2) used. List #unknown, microclave; lot #unknown. Two (2) used. List #unknown, extension tubing with microclave; lot #unknown. One (1) used. List #mc330583, 102" (259 cm) appx 5.0 ml, transfer set w/microclave¿ clear, dual check valve, smallbore trifuse ext set w/2 microclave¿ clear, 0.2 micron filter, clamp, rotating luer; lot #14271059. One (1) used. List #unknown, extension tubing with microclave and filter; lot #unknown. One (1) used. List #unknown, bifuse device; lot #unknown. Two (2) used. List #unknown, microclaves; lot #unknown. Two (2) used. List #unknown, extension tubing with microclaves; lot #unknown. No visual damages or anomalies were observed on any sample. The reported complaint of a leak could be confirmed. The returned samples were tested an a leak was observed on the inline filter. The probable cause of the leak is from the temporary loss of hydrophobic properties. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.